Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device not functioning properly. The device was removed and replaced. The device was tested upon explant and no issues were found. The cause of the device not functioning properly was unknown. There were no patient complications.